Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was removed because leakage was found from the puncture site during infusion on (B)(6) 2019. The catheter was placed from the right basilic vein on (B)(6) 2019. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported issue could not be reproduced. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration; however, no leaks were observed. A microscopic observation revealed no damage on the returned sample. While no damage was observed on the returned sample, it should be noted that fibrous encapsulation of the catheter (fibrin sheath) could cause redirection of flow during infusion and give the appearance of leakage at the insertion site; however, no evidence of this was observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was removed because leakage was found from the puncture site during infusion on (B)(6) 2019. The catheter was placed from the right basilic vein on (B)(6) 2019. There was no reported patient injury.